Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. Initial reporter postal code was reported incorrectly on the initial report and number was added to the zip code field. H11 additional information was received. The pump is not available for return.

Manufacturer narrative:
Ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the nurse observed hematuria in the patient. Intravenous volume was administered, and the device position was verified. The performance level was decreased; however, there was no change in the patient¿s condition.